Manufacturer narrative:
(B)(4). The physicians office was called to obtain follow up information but no response was received. The device history record for the injected radiesse lot was not reviewed as the lot number was unknown. Device not returned to the manufacturer.

Event description:
A female patient was injected with 1.5cc of radiesse+ to the temples on (B)(6) 2015. The patient experienced discomfort the night of the injection. The patient developed swelling and pain in the area (date not provided). The patient was sent for a MRI, which indicated cellulitis.